Manufacturer narrative:
The na, k and cl electrodes' lot numbers and expiration dates were not provided. Qc was performed on the day of the event and it was acceptable. After the customer replaced the reference solution on (B)(6)2023, the calibration failed and the ise check was abnormal. The customer then did reagents' re-prime but there was no improvement. The field service engineer (fse) found that the reference liquid pump was leaking. He replaced the reference liquid pump. The fse then did an ise check and it was normal. He also performed calibration and qc and they were acceptable. The sample repeatability was done and it was good. The root cause was related to a leaking sipper syringe due to a short circuit to the ground. The service actions done by the fse resolved the issue.

Event description:
We received an allegation of discrepant ise results for 1 patient's sample tested on a cobas 6000 c501 module. Results for the following tests were affected: sodium (na), potassium (k) and chloride (cl). K: initial result: 4.49 mmol/l. Repeat result: 3.11 mmol/l. Na: initial result: 163 mmol/l. Repeat result: 140 mmol/l. Cl: initial result: 87.3 mmol/l. Repeat result: 103.2 mmol/l. The customer noticed that the results did not match the patient's clinical diagnosis. No questionable result was reported outside the laboratory and the sample was repeated.